Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, missing retainer, cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. Insulin pump p cap test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the battery compartment had crack. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.